Event description:
It was reported that injector luer lock n35j had flow issues. The following information was provided by the initial reporter: this is a report about a flow issue of injector luer lock. According to the customer's report, fluids didn't flow. The drug used is oncovin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2021. H.6. Investigation: one injector sample was provided to our quality team for investigation. The product was visually inspected, no defects were observed on the product, although it was noted the injector needle was exposed and the grips from the safety sleeve were moved from their original position. A device history review was performed for reported lot 2005010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Three retained samples of the same lot were used for additional evaluation. The samples were functionally tested, the injectors connected to samples protectors along with the vial and a syringe according to the instructions for use. In all cases liquid could move from the vial to syringe and back into the vial, no resistance was observed. The injectors were disassembled for further inspection and there was no evidence of occlusion within the injector needle identified. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. All records were reviewed for the reported lot and results were found to be acceptable. Rotation stops may be broken if the injector is not completely aligned with the matting component or if the injector is forced during the engaging/disengaging performance. Therefore; it seems that most probably root cause seems to be related to a misuse of the device by the user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35j had flow issues. The following information was provided by the initial reporter: this is a report about a flow issue of injector luer lock. According to the customer's report, fluids didn't flow. The drug used is oncovin.